Manufacturer narrative:
Device eval summary. Device eval of monitor sn (B)(4) has been completed. The reported problem (won't power up) was confirmed. Upon investigation the monitor was unable to power up. The cause of the failure was isolated to a corroded connector j2008 on the monitor auxiliary pca which corrupted the monitor programming. The root cause for the corrosion could not be positively identified but was likely ingress of an unk liquid. No adverse event resulted from the defective monitor.

Event description:
A zoll dist returned monitor sn (B)(4) to report that the monitor would not power up.